Manufacturer narrative:
Concomitant medical products: 419678, lead, implanted: (B)(6) 2013 and dtma1d1, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and triggered a lead integrity alert (lia) for a high number of short v-v intervals and undefined high pace/sense impedance. In addition, oversensing of noise caused inappropriate therapy to the patient. The lead was capped and replaced. No further patient complications have been reported as a result of this event.